Event description:
A technician reported a pt had an unexpected postoperative refractive error, after having a toric intraocular lens (iol) implanted bilaterally. In a follow up the clinical supervisor reported the pt had blurry distance vision while driving and reading street signs. The event continues with minimal astigmatism bilaterally. The surgeon does not blame the iol for the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The viscoelastic used is not approved for use with the reported lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).